Event description:
Reportedly, on (B)(6) 2024, a double-chamber pacemaker was implanted with a vega r58 ventricular lead. Few days later, on (B)(6) 2024, ventricular threshold increase occurred and beginning of may, the patient went to hospital with dyspnea, and an echography was performed revealing a ventricular perforation.

Manufacturer narrative:
Investigation summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. Review of patient files showed that in the days following implantation, there was a significant decrease in r-wave sensing from 15 mv to 5 mv and impedance from 900 ohms to 450 ohms, as well as a loss of ventricular capture since (B)(6) 2024. Beginning of may, the patient went to the hospital due to dyspnea and an echography revealed a ventricular perforation. Given that two days after implantation (on (B)(6) 2024), the electrical values of the lead started to be abnormal, it can be suspected that the perforation occurred at that moment and is related to the procedure. Cardiac perforation may be attributable to different factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, a double-chamber pacemaker was implanted with a vega r58 ventricular lead. Few days later, on (B)(6) 2024, ventricular threshold increase occurred and beginning of may, the patient went to hospital with dyspnea, and an echography was performed revealing a ventricular perforation.